Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, no failure was identified for the bolus delivery issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer consumed food, but incorrectly overestimated the amount of consumed carbohydrates in the bolus menu. The customer's blood glucose (bg) level was 600mg/dl. Customer delivered a bolus to address bg level. Reportedly the customer continued to use the pump for insulin therapy.